Event description:
After receiving a replacement continuous positive airway pressure dreamstation 2 from philips respironics for my recalled dreamstation 1 I have noticed an anomaly occurring with the dreamstation 2. The reservoir tank water for humidification needs to be replaced at the least every two days. My original recalled dreamstation 1 would only need to be refilled every 7 days at the most. Also if the tank in the dreamstation 2 inadvertently runs dry during the night a very strong smell emits through the tubing to the extent that it wakes me from a sound sleep. If I refill the reservoir the smell dissipates. The humidification setting on the new unit is set the same as old dreamstation. Reference report: mw5152429.